Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced that the infusion set had fallen off on the first day of use event on (B)(6) 2026. The set had fallen off from the abdomen. The infusion set had been in use for one day. No further information available.